Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, service code 107) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The trunk cable connector was cracked under the overmold, causing an open at pin 6. This open pin caused the communication issue. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and service code 107(multiple abnormal shutdowns).